Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). It was indicated that after a year, the battery of this pacemaker went from one and a half year to less than three months remaining battery longevity. Engineering analysis determined that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. Device replacement and sending it for detailed analysis was recommended. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.